Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient had a pre-existing condition of atrial fibrillation. The patient had left ventricular outflow tract (lvot) calcium extending 7.5mm from the annulus. A pre-balloon aortic valvuloplasty (bav) was performed. After pre-bav, the patient went into asystole. The patient was in sinus bradycardia rhythm after going into asystole and was temporary pacing dependent. The device was implanted. The final implant depth was measured from 3mm from the non-coronary cusp (ncc) and 3mm from the left coronary cusp (lcc). The patient received a permanent pacemaker. The patient status was stable. Based on available information, the reported event appears to be related to a combination of patient condition (pre-existing atrial fibrillation) and procedural conditions (pre-bav).there is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that a 29mm navitor transcatheter aortic valve was selected for implant on 25 april 2024 using a large flexnav delivery system. The patient had a pre-existing condition of atrial fibrillation. It was noted that the patient had left ventricular outflow tract (lvot) calcium extending 7.5mm from the annulus. A pre-balloon aortic valvuloplasty (bav) was performed. Post-pre-bav the patient went into asystole. The patient was in sinus bradycardia rhythm after going into asystole and was temporary pacing dependent. The device was implanted. The final implant depth was measured from 3mm from the non-coronary cusp (ncc) and 3mm from the left coronary cusp (lcc). Post-implant the patient received a permanent pacemaker. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 29mm navitor transcatheter aortic valve was selected for implant on (B)(6) 2024 using a large flexnav delivery system. The patient had a pre-existing condition of atrial fibrillation. It was noted that the patient had left ventricular outflow tract (lvot) calcium extending 7.5mm from the annulus. A pre-balloon aortic valvuloplasty (bav) was performed. Post-pre-bav the patient went into asystole. The patient was in sinus bradycardia rhythm after going into asystole and was temporary pacing dependent. The device was implanted. The final implant depth was measured from 3mm from the non-coronary cusp (ncc) and 3mm from the left coronary cusp (lcc). Post-implant the patient received a permanent pacemaker. The patient status was stable.